Event description:
It was reported that a patient experienced recurrent symptoms of severe right leg pain. The severe right leg pain resulted in an additional spinal surgery performed. The patient was reported to be recovering or resolving. The investigator assessed the event as not related to the study procedure or device, while the sponsor assessed it as not related to the procedure and possibly related to the device.

Manufacturer narrative:
H3:no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.